Event description:
It was reported that the device indicated a remaining volume of 6.3 ml, but the actual remaining volume was 23.5 ml. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. The unit was reset to its standard configuration. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.